Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a blockage alarm was displayed. The fault occurred during infusion. There was no health damage to the patient.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. There was no evidence on the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure, the downstream occlusion sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.